Manufacturer narrative:
The evaluation performed by arjo representative revealed that there was fritter present on the 8 pad connector button and also both orange and blue tubeset connector buttons had been damaged. The technician was able to repair and re-commission the device at the customer¿s facility. The service technician replaced tubeset connector button for the pump, removed fritter, cleaned 8 connections pads and reset the device. The appropriate functionality was confirmed through testing with garments. Taking into consideration the complained symptom (recognition of the foot garment instead of the leg garment), which resulted in overinflation and the activities performed by the technician during repair (removal of fritter, cleaning the 8 pad connector and reset of the device), two possible sources of the problem were identified. One is presence of the debris on the 8 pad tubeset connector and the other one is incorrect calibration of the device. Both may result in an incorrect recognition of the garment by the flowtron acs900 pump. The root cause of the contamination of connector pads or incorrect calibration is unknown. At the time of the event the device failed to meet its specification. It was in use for patient treatment. Upon the investigation it was concluded that the presented scenario have never led to any serious risks or any injuries to the patient. Therefore, it was deemed that the reported failure is not considered reportable and will not be reportable in the future. The second similar case mentioned in section b5 is reported under report number 3005619970-2021-00005.

Event description:
Following the information provided, when the leg garment was attached to the flowtron acs900 pump, the device recognized it as a foot garment and started therapy according to the foot garment requirements. The device inflated the garment to the pressure of 130 mmhg, which is appropriate for foot garments, instead of 40 mmhg appropriate for leg garments. The flowtron acs 900 pump displays on the screen what type of the garment was recognized by the device and whether it is inflated or not at the moment. The icons allow immediate visual verification of the correct recognition by the caregiver. The caregiver noticed the problem and loosened the garment. It was confirmed that the patient did not feel any discomfort. No injury occurred as a result of this malfunction. The customer reported the malfunction to arjo, but did not isolate the faulty device. The arjo representative serviced all flowtron acs900 pumps at this customer to make sure that all faulty units are identified. Two units showing the same symptoms were found.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Customer reported two similar events under numbers: (3005619970-2021-00005). The event happened when caregiver was attaching leg garments to a patient the pressure on the pump went up to 130mmhg with a foot garment symbol. Arjo representative asked if the patient made a complaint and the customer replied "no but I had to loosen the garment as it went tight". Pump was not isolated. No injury was reported. The additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The follow-up report is sent as the conclusions of the investigation are not available yet. Additional information will be sent with final report.